Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The foam of the inlet air path assembly was observed to have lifted and occluded the blower inspiratory port was confirmed and it is assumed to be the cause for the reported event. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The foam of the inlet air path assembly was observed to have lifted and occluded the blower inspiratory port was confirmed and it is assumed to be the cause for the reported event. The device's air inlet path assembly needs to replace to address the issue.